Manufacturer narrative:
At the olympus service center, the customer¿s issue was confirmed. The biopsy channel had an internal cut and was leaking. Additionally, the forceps cover glue was peeling. There was a crack on the bending section cover glue. The ultrasound image had one (1) broken element. The control body, scope connector, and ultrasound connector all had fluid invasion. The angulation was low, and the control knob right/left was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, something was wrong with the elevator channel. When hooked up to the air leak tester the air was coming out of the tip of the evis exera ii ultrasound gastrovideoscope. The issue was found during preparation for use for a therapeutic procedure. No patient harm reported. During the evaluation of the device, it was noted the forceps cover glue was peeling. This report is to capture the reportable malfunction of the peeling forceps cover glue noted at estimation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively. Excessive force may have applied which damaged the distal end. The instruction for use (IFU) states the following guidelines: ¿ do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.